Event description:
Pt had tha on (B) (6) 2007 and had continuous pain in right hip. Her right leg was giving out and had great pain and stiffness when rising from a chair. She saw several surgeons and had x-rays and bone scan done which showed no problems. Treating orthopaedic surgeon referred her to spinal cord specialist who gave shots and made the pain go away for a few days but, would return. She was then referred to a new surgeon. It was discovered that the zimmer shell was irritating the hip muscle that was causing the pain.

Manufacturer narrative:
Evaluation summary: pt's acetabular cup, liner, femoral head and modular neck were revised due to persistent, severe hip pain. Medical interventions to diagnose and treat the pain included x-rays, bone scans, spinal exam and injections, and hip injections; all treatments resulted in temporary alleviation of pain. The size of the acetabular cup used in the revision surgery is larger than the primary, indicating that cup size is not the likely cause of the pain. During the revision surgery, the primary cup was observed to be well fixed and not loose, indicating that looseness of the cup is not a likely cause of the pain. The primary surgeon did not indicate any info about the placement of the cup other than that "excellent fixation found" after impaction, and that he utilized a image intensifier to "confirm appropriate positioning." No x-rays from the original surgery are available for review or comparison with the revising surgeon's observations. The revising surgeon stated that the cup appeared "quite large" and noted "considerable amount of exposed posterior implant metal present before reaching bone." The most likely cause of the pain that led to revision surgery was irritation of soft tissues by the exposed rim of the posterior region of the shell or by soft tissue impingement, caused by excessive anteversion of the shell. Based on the observed instability when the new cup was placed in a more anatomic position, it is possible that this placement was chosen to mitigate risk of dislocation. The revising surgeon's use of a neck with greater anteversion and offset allowed for joint stability with a more optimal placement. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened, zimmer inc. Considers the investigation closed.